Manufacturer narrative:
Device received with a critical pump error (open book error) and broken force sensor was detected during seating or regular delivery error alarm found in the formatted history file due to corroded electronic assembly. The motor assembly found with traces of corrosion per visual inspection. Unable to perform functional test including self test, rewind, seating, basic occlusion test, occlusion test, force sensor test and displacement test due to critical pump error.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had critical pump error. The customer¿s blood glucose level was 200 mg/dl and 300 mg/dl. The customer stated that the insulin pump got a critical pump error, and it showed a pointing to the screen and it just stopped working. Customer reported that they received a critical pump error image on the pump screen. The customer declined troubleshooting for high blood glucose. The customer was advised to discontinue use of the pump and recommended customer refer to back up plan per health care professional instructions. The customer was advised that the pump needs to be replaced. The insulin pump will be returned for analysis.